Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2018-01726. It was reported that the patient experienced ineffective therapy due to high impedances on leads contacts at the vertebral level 2 (right). As a result, surgical intervention was undertaken wherein the right l2 lead was explanted. Manufacturer representative was able to program the patient to cover the targeted pain area. Reportedly, effective therapy was established post-operatively.